Event description:
It was reported that the patient presented in the clinic. It was noted that the implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shock and reached elective replacement indicator (eri). No intervention was performed. The patient was in stable condition.